Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing abdominal pain and inadequate stimulation following an implant procedure. Multiple reprogramming was performed but unable to resolve the pain. The physician believed that "patient's" symptom was not device related. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.